Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to inflate the device. During a surgical procedure, several holes were observed in the distal portion of the cylinder and fluid loss was reported. The physician suspects that the patient may have given himself an injection that caused the holes. The device was subsequently removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to inflate the device. During a surgical procedure, several holes were observed in the distal portion of the cylinder and fluid loss was reported. The physician suspects that the patient may have given himself an injection that caused the holes. The device was subsequently removed and replaced. There were no patient complications reported.